Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) it was reported that the patient went to their healthcare provider and discovered their ins was not on. The caller stated they pressed the wrong button after they had charged. The caller turned the ins back on the morning of the call and the stimulation was too strong and it hurt. They turned the ins back off with the recharger and they did not know they could use the patient programmer to decrease stimulation. The caller was not able to connect with their patient programmer and reported a poor communication. They were able to communicate with the recharger. Syncing the programmer did not resolve the issue. Additional information was received and the patient had received a replacement patient programmer, but they could not get it to work. It was determined they were using a programmer for a different device and they tried to connect with the correct programmer. They were able to successfully connect to their ins, which read 9.3. The caller attempted to decrease stimulation, but saw a sync screen. When trying to decrease stimulation the patient programmer screen went blank. The caller replaced the batteries using aaa duracell batteries and was able to turn the programmer on, but the screen went blank again and the patient was told to try alkaline batteries. More information revealed that they still had issues with the programmer and they were sent the wrong programmer. Three sets of aaa alkaline batteries did not resolve the issue of the programmer not staying on. No further complications were reported or anticipated.